Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an extrinsic outflow graft obstruction (eogo) stenting. Log files were submitted before the stenting. There were no unusual events recorded in the event log file history. Additional log files were submitted after stenting. There were no unusual events recorded after the procedure. Additional information received stated that and that CT imaging was performed pre stent placement and there were no changes to patient condition or anticoagulation status that may have contributed. The only speed changes were during procedure in which the speed was set to 3000 with stent deployment. The patient experienced fatigue and shortness of breath requiring higher diuretic dose. There was no change in pulsatility index (pi)/flow.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed as no CT images were provided and the patient remains ongoing on (B)(6). The controller event log file captured set speed decreases and low flow alarms associated with the reported stenting procedure. No other notable events were recorded. The pump appeared to function as intended throughout the duration of the log file. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an extrinsic outflow graft obstruction (eogo) stenting. Log files were submitted before the stenting. There were no unusual events recorded in the event log file history. Additional log files were submitted after stenting. There were no unusual events recorded after the procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.